Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [2,000.0 mcg/ml] at flex rate with a total dose of 1,699.9 mcg/day. The indication for use was not provided. It was reported that a motor stall occurred on (B)(6) 2019 at 05:36. Any environmental/external/patient that may have led or contributed to the issue were unknown. A session data report with event logs was included with the report which showed that the motor stall recovery occurred on (B)(6) 2019 at 06:49. At the time of the report the issue was resolved and the patient status was alive without injury.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shafts of gear number two and the rotor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified wearing on the lower shaft of the rotor (not the upper shaft of the rotor as previously reported). If information is provided in the future, a supplemental report will be issued.